Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow up, the diagnostic output failed. The patient was referred to another hospital for review. No further information is available.